Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the inspection before the gastroscopy procedure. The user changed the subject device to the unspecified similar device and completed the procedure. In the incoming inspection for the repair, olympus china (osh) found the failure of the video cable connector. There was no patient injury associated with this report. It was not provided the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the repair center of olympus china, omsc surmised there was the possibility that this phenomenon was attributed to the unstable electrical contacts between the subject device and the endoscope which might have occurred by the corrosion or the deform of the electrical contacts due to the deterioration by the long-term use more than the subject device useful life, 6 years. If additional information becomes available, this report will be supplemented.